Manufacturer narrative:
The following field was updated due to additional information: h4: device manufacture date:01/28/2020 investigation conclusion due to no product or photo being received, the customer's complaint of leakage could not be verified. A device history record review for model 2420-0007 lot number 20013324 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: 20013324. It was reported that there was a leak while priming the IV tubing. Last night, ICU was setting up an IV infusion. When they primed the IV tubing, they noticed a leak. This was not used on the patient and caused no harm as they made another IV setup. I have the tubing and package in my office if you need it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free leaked. The following information was provided by the initial reporter: material no: 2420-0007, batch(lot) no: 20013324. It was reported that there was a leak while priming the IV tubing. Last night, ICU was setting up an IV infusion. When they primed the IV tubing, they noticed a leak. This was not used on the patient and caused no harm as they made another IV setup. I have the tubing and package in my office if you need it.